Event description:
It was reported that during testing at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated by a manufacturer service technician. It was found that the driveshaft bearings were corroded, which may have caused the reported event.